Manufacturer narrative:
One unit was received for evaluation; the returned unit was received decontaminated without its original packaging. The unit was tested for occlusion by introducing water with a syringe. The unit sample was found occluded between the tube and luer. The failure mode reported is confirmed. As part of the standard process, production personnel perform a 100% visual inspection on the base for excess solvent and delamination. The root cause is excess solvent in the component bonding operation. No lot number was provided; therefore, a device history record (DHR) review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that, during the use of the product, the customer noticed the medical fluid was unable to be infused from the syringe to the needle; it could not be drawn. The customer checked the syringe and confirmed that the plunger moved without difficulty; therefore, it is suspected that there is an anomaly with the needle. No patient injury was reported.